Manufacturer narrative:
Block e1 initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that prior to the procedure, found that the energy of this device was weak. There were no report of patient or procedure involved.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported low power was confirmed. Inspection revealed spots on the third lens. The fse replaced the lens and adjusted the optical path, restoring console functionality. A risk review was completed and confirmed that the event of low power was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The issue found could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that prior to the procedure, found that the energy of this device was weak. There were no report of patient or procedure involved.